Event description:
It was reported the patient had consult with surgeon to remove vns. Patient has been programmed off for years. The patient has issues with neck pain and her voice going hoarse. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Additional information was received from the surgeon stating the patient did not report any neck pain or voice alteration. Vns was noted to have been turned off for some time and the patient wanted the device removed. The explant surgery was performed to prevent further issues. No additional relevant information has been received to date.

Event description:
The explanted generator was received and product analysis is underway. No additional relevant information has been received.

Event description:
Patient reported continuing to experience pain and voice alteration even after their generator was removed. The pain in the chest and neck are still present and the voice alteration is always present. Patient noted the pain has become more frequent and noticeable. No additional relevant information has been received.

Event description:
Generator analysis was completed. No additional relevant information has been received.

Event description:
Additional information received noting that the cause of tenderness is unknown and the patient was referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.